Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) displayed fault codes 106 and 124. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the pcba,exec processor and drive manifold assembly1 to resolve issue. The fse performed a full functional check out. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.